Manufacturer narrative:
Device evaluation: a customized bivona uncuffed tracheostomy tube from same lot/batch identified was received. Visual inspection did not reveal any manufacturing defects except that it was missing the removable swivel ring. The returned device was not broken or damaged. The device as returned would provide direct airway access to a tracheotomized patient. The swivel ring is designed to be removed. Since the swivel ring was not returned for examination, a review of the incoming inspection records for the swivel ring confirmed that the swivel ring met manufacturing specification. There were no non-conforming reports (ncrs) initiated for the lot ds018781 or anomalies identified in the DHR. Since the investigation did not identify a manufacturing defect with the returned device or its missing component, it is likely that the breakage was due to interaction among the device, hme, and caregiver. The complaint allegation, the device being broken or damaged, was not confirmed.

Event description:
Information was received that while in use a smiths medical tracheostomy silicone bivona tube "broke at the neck when they attached an hme". "Traced the hme on trach tube and gets stuck. They broke it while attempting to remove it." Of an unknown brand. Subsequently, a tracheostomy tube change out was performed. No adverse patient effects were reported.